Event description:
Customer states: prior to use on a patient a doctor found the bronchial cuff would not inflate. Customer confirmed no patient involvement.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.